Manufacturer narrative:
Section h10: h3: upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result in dislocation. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-30-07, equinoxe preserve stem 7mm. 310-01-47, equinoxe, humeral head short, 47mm (beta). 300-10-45, equinoxe replicator plate 4.5mm o/s. No information provided in the following section(s): relevant test/laboratory data, manufacture report number, device manufacture date, recall number, correction/removal report number.

Event description:
As reported, approximately 3 weeks postop the initial r tsa, this (B)(6) y/o male patient experienced instability / subluxation and was revised. Patient was dismissed from same day surgery. Devices will not return per clinical study policy.